Event description:
Pt on ventilator for approximately 4 hours when he became blue and vital signs dropped. Pt arrested. Pt taken off ventilator, resuscitated, placed back on vent. Vent seemed to not allow expiration. Pt placed on another ventilator. Problem resolved.